Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient was not receiving any stimulation. At the initial implant in 2009, the patient experienced faint stimulation and the impedance readings were extremely high >40000 ohms. The hcp removed any possible fluid from the device, lead, and plug and high impedance remained. The patient was sent home to see if the lead would stimulate through the scar tissue, but no stimulation was received. The patient returned to the hcp for a revision five days later. The lead was connected to the snap lid connector and the patient received "great" stimulation. The lead was inserted back into the original device resulting in no stimulation. The hcp requested the device be replaced with a new device, due to diagnostic testing showing the device was not properly working. The patient recovered without sequela and was receiving excellent stimulation covering the areas of pain.